Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distal tip of the extraction screw is broken. There was no patient harm reported and no significant delay in the procedure. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the extraction screw was received with the tip of extraction screw broken. The returned extraction screw has been investigated referring to documentation from production and material which results in that every requirement has been fulfilled for the related production from 2011 and meets specifications. Based on this result a production failure could be excluded. As there were no further detailed information referring the event of the broken tip it is likely that extensive force was the root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.